Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 13 colony forming units (cfus) of pseudo aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to e1 fax number changed to ni, correction to g2 - report source added health professional. Additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 62 cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 171 cfu. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: channel. Cfu: 9 cfu. Bacterial identification: kocuria sp ; bacillus spp. Mésophiles. Sampling date: (B)(6) 2025. Sampling from: water jet canal. Cfu: 18 cfu. Bacterial identification: klebsiella pneumoniae. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.